Manufacturer narrative:
Event site name: (B)(6)hospital

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) arterial waveform was not displaying correctly. The unit was swapped with another without any issues. There was no patient harm or injury. The unit was inspected by the customer. A technical trained customer connected the unit to a test catheter and ran on a patient simulator, but was unable to reproduce the reported malfunction. A getinge field service engineer (fse) notified the customer of the correct process per manufacturer requirements.